Event description:
Review of device programming history identified that high impedance (dc dc code - 4) was identified and then fluctuated back down to dc dc code - 3. On (B)(6) 2007, high impedance resulted on system diagnostics (ok/high/4/no). Previously on date of implant, system diagnostics were within normal limits at ok/ok/2/no. Later on (b)(B)(6) 2007, system diagnostics went back down to dcdc=3 but increased again to dcdc=4 on (B)(6) 2007. Later on (B)(6) 2009, system diagnostics were ok/ok/3/no.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.